Event description:
It was reported that during a lap cholecystectomy, after firing the device the surgeon noticed that the staples were straight legged and staples did not form. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results showed that the tx60b device arrived in good visual condition and with a reload present. The reload was received void of staples. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.